Manufacturer narrative:
Corrected fields: b5 describe event or problem, device codes.

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, loss of capture (loc) and varying capture thresholds and evoked responses were observed on the electrogram (egm). A chest x-ray was performed, and a micro dislodgement was confirmed. A lead revision was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, loss of capture (loc) and varying capture thresholds were observed. A chest x-ray was performed, and a micro dislodgement was confirmed. A lead revision was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.